Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment with injection genta (40mg, for seven days), injection meropenem (500mg IV, for five days), injection vancomycin (1gm, intraperitoneally, once in three days) for peritonitis. The cause of the peritonitis event and the patient¿s outcome were not reported. On the same day as the onset of peritonitis, the patient¿s pd therapy was stopped. No additional information is available.